Event description:
Customer called to report the pump had an error alarm. It was stated that the customer cleared the alarm and then the device went to off no power. Customer did not have new batteries to change for further troubleshooting at the time of call.